Event description:
It was reported that during an arteriovenous procedure there was difficulty removing the device. The physician advanced the 8mm x 2cm peripheral cutting balloon (pcb) to an av fistula located in the forearm and inflated the balloon. The balloon was deflated and upon withdrawal of the device resistance was encountered. The balloon material did not properly refold and one of the blades was bent and left exposed. While removing the device, the exposed blade cut the sheath. The physician noted 'there was a lot of blood present' however, fluoroscopy confirmed there was no injury to the vessel. The sheath and the pcb were removed as a unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arteriovenous procedure there was difficulty removing the device. The physician advanced the 8mm x 2cm peripheral cutting balloon (pcb) to an av fistula located in the forearm and inflated the balloon. The balloon was deflated and upon withdrawal of the device resistance was encountered. The balloon material did not properly refold and one of the blades was bent and left exposed. While removing the device, the exposed blade cut the sheath. The physician noted 'there was a lot of blood present'. However, fluoroscopy confirmed there was no injury to the vessel. The sheath and the pcb were removed as a unit and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the peripheral cutting balloon was returned in the sheath. Visual examination of the sheath found that it was split 20mm from the distal end. A visual and microscopic examination of the balloon identified one of the blades was bent 7mm from the proximal end of the blade. The returned balloon had evidence of being inflated. The device was inflated to its rated burst pressure (rbp) without issue. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).